Manufacturer narrative:
Insulin pump failed the displacement test due to the motor encoder signal being out of phase. The device passed the prime, basic occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump alarmed no delivery. The customer's blood glucose was 59mg/dl. The caller stated that the insulin pump did not alarm low reservoir when the reservoir was down to 10 units left. Then the customer called back and reported having several no delivery alarms and the reservoir was almost emptied. Assisted the caller to run the displacement test and failed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.